Manufacturer narrative:
This follow-up report is being filed to correct information and to report device investigation results. Product was not returned for evaluation; however, a photograph was provided and has been analyzed. A review of manufacturing history records indicated the product was made to print and correct materials. Product likely failed due to misuse, by product being put through excessive force or torsional/bending overload. Instruments should be inspected for wear and disfigurement prior to use. The condition of complaint product was confirmed in photo only as no product was returned.

Event description:
It was reported that during a procedure on (B)(6) 2014, a piece of the shaverblade fractured. The fractured piece was retrieved from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " bending or fracture of the implant. " d10 - device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.